Event description:
According to the available information, a patient with erectile dysfunction and impotence of unknown etiology received a genesis penile prosthesis implant on (B)(6) 2024, and the surgery was uneventful. On (B)(6) 2024, the patient sought the surgeon's attention reporting discomfort in the perineal region and a slight hematoma. He underwent an MRI scan which revealed migration of the cylinder implanted in the left corpus cavernosum to the right corpus cavernosum, requiring surgical revision of the implant. The surgery was performed on (B)(6) 2025, during which the following procedures were performed: plastic surgery of the corpus cavernosum; frei balano-preputial plastic surgery to correct preputial excess and replacement of the penile prosthesis. The physician reported no evidence of quality deviation or defect in the prosthesis and did not link the event to the implant. The prosthesis was removed intact, functional, and without signs of damage. No complications were reported during the revision surgery. The patient has recovered and is currently doing well and satisfied with the new implant.

Manufacturer narrative:
Two malleable rods were received for evaluation. Because examination of the returned components may not conclusively confirm or disprove the report of migration, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction and impotence of unknown etiology received a genesis penile prosthesis implant on (B)(6) 2024, and the surgery was uneventful. On (B)(6) 2024, the patient sought the surgeon's attention reporting discomfort in the perineal region and a slight hematoma. He underwent an MRI scan which revealed migration of the cylinder implanted in the left corpus cavernosum to the right corpus cavernosum, requiring surgical revision of the implant. The surgery was performed on (B)(6) 2025, during which the following procedures were performed: plastic surgery of the corpus cavernosum; frei balano-preputial plastic surgery to correct preputial excess and replacement of the penile prosthesis. The physician reported no evidence of quality deviation or defect in the prosthesis and did not link the event to the implant. The prosthesis was removed intact, functional, and without signs of damage. No complications were reported during the revision surgery. The patient has recovered and is currently doing well and satisfied with the new implant.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.